Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed all functional testing, no electrical anomalies were observed, the lower case was broken, the output connectors were broken, the display lens was broken, the main keypad needed replacement, the ring and bails were missing from the back case, and three brackets were missing from the back of the device. (B)(4).

Event description:
It was reported that the screen was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.